Event description:
It was reported that the target lesion was in the 1st diagonal branch of the left anterior descending artery (lad), with no tortuosity, no calcification and 100% stenosis. On (B)(6) 2005, the patient presented with angina. The 1st diagonal branch was dilated with an unspecified balloon and the pixel 2.25 x 13 mm stent was implanted. The implanted stent moved into the lad and the lad became jailed by the struts of the pixel stent. An unspecified balloon was used to dilate the lad and a non-abbott 2.25 x 16 mm stent was implanted a the site where the pixel stent was jailed, and the stent strut of pixel was opposed to the lad successfully. Intra-vascular ultrasound (ivus) was performed and the procedure was completed. It was reported that on (B)(6) 2006, the patient returned and coronary artery bypass graft (CABG) was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw universal; guide catheter: launcher 6f/jl4.0sh; other: ivus. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot records will not be conducted for this complaint due to it being a retrospective analysis and the age of both the reported complaint and the lot itself. A review of the lot records would not yield actionable information. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.